Event description:
Child seen in urgent care for a laceration on right eye, just above right eye eyebrow. Md place liquiband flex on laceration, and a small amount dribbled down cheek and a tiny bit ran into the outer corner of his right eye causing the eyelashes and lids to adhere to each other. Md noted that this product is too "loose" more tends to be "runny". Not pleased with product performance.